Event description:
The caller alleged discrepant results when compared with the lab results reported as follows. The caller also alleged discrepant results when repeated the test with same inratio meter. The results are as follows: 2008: 1, 2008: 1.5, 2008: 1.9, 2008: 2.2, 2008: 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was fled: the caller also alleged that he called discrepant results when repeated the inratio meter. As per internal procedure rev. 2 for first test inratio value is not within the confident limit. For the test 2 and 3 the inratio and lab values are within confident limit. Product will be investigated. As per internal procedure rev. 2 section 8.3.3 if the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. The results and calculation are as follows: 2008: 1, 2008: 1.5, 2008: 1.9, 2008: 2.2, 2008: 2.8, average: 1.88, stdev 0.68: %cv: 36.35. As per internal procedure rev. 2 the %cv is greater than 20%. Criterion is not met. Product will be investigated. Md 2008.